Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as alleging possible insulin pump was under delivery. Customer¿s blood glucose level was 594 mg/dl at the time of incident and current blood glucose level was 460 mg/dl and 290 mg/dl before the ending the call. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and abdominal pain. Customer was treated with insulin pump manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Customer stated that the cannula was bent. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose level and under delivery. The device will not be returned for analysis.